Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in line) was identified in the log. This indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2013. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter; therefore, an evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.